Manufacturer narrative:
The device was not returned to mmdg so no evaluation could be performed. This report is being filed for the delay in therapy that the initial reporter disclosed during the call with mmdg.

Event description:
The initial reporter stated that the pump was alarming down occlusion as well as replace set 3 or replace set 4. They stated they were unable to troubleshoot the alarm successfully. The alarms resulted in a delay of therapy. Mmdg followed up with the initial reporter multiple times, who stated that they contacted the patients rn, who advised the patient's daughter to take him to the emergency room. They did not provide a time frame for the patient's delay in therapy. (B)(4).